Manufacturer narrative:
(B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k013042. Heijink, a. Et al. "Identifying metallosis after kudo total elbow arthroplasty is challenging. A clinical and radiological study." Elbow arthroplasty in perspective. 7:125-140. Reported events were unable to be confirmed due to limited information received from the article and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00391, 3002806535-2017-00423, 3002806535-2017-00424 and 3002806535-2017-00425.

Event description:
It was reported in a journal article that two patients underwent elbow arthroplasty revisions due to metallosis. No further information is available.